Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. During insertion of the farawave into the sheath, when aspiration was performed from the side port, air was continuously drawn. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction: added code a050401: fluid/blood leak. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. During insertion of the farawave into the sheath, when aspiration was performed from the side port, air was continuously drawn. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.